Event description:
The customer reported that on (B)(6) 2011 an erroneously low glucose (gluc) result was generated on a unicel dxc 600 synchron system for one patient sample. The initial erroneous gluc result was released from the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. Upon repeat on another instrument, in capped and uncapped sample form, the gluc results were higher and considered valid. An amended report was issued. No other analytes were involved for this patient sample and no other patient samples were involved with this event. The instrument assay quality control results met the customer's established specifications prior to the event. The initial sample result was from a capped primary tube. No patient specific information or additional sample collection/handling or instrument system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer executed performance verification tests. Based upon the results, the fse replaced the cartridge chemistry (cc) sample probe and sample and reagent t valves and syringes. After completion of the necessary and verified repairs, the instrument was returned into operation. A definitive root cause for this event has not been determined to date.